Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device component involved in the event: product family: scs-paddle leads , upn: m365sc8336500, model: sc-8336-50 , serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation and the device caused soreness around the ipg site. No device malfunction was suspected. All components were explanted and patient was doing well postoperatively. The explanted devices will not be returned per hospital policy.